Event description:
It was reported that, during an ob-gyn procedure, the electrode fell off from the shaft when checking if the device could take in and out the electrode properly before use. The surgeon could not take off the shaft from the handle, so the shaft and the handle were replaced. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). D4 batch #: u93j78. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps03 device was received with the inner tube detached from the shaft sheath. Due to the condition of the device returned the event reported is confirmed. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an ob-gyn procedure, the electrode fell off from the shaft when checking if the device could take in and out the electrode properly before use. The surgeon could not take off the shaft from the handle, so the shaft and the handle were replaced. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.